Event description:
Additional information was received via a physician following patient listing that this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned as it remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this patient with atrial fibrillation and shortness of breath came into the outreach clinic for device interrogation. Right ventricular (rv) undersensing and lack of sensing or capture was reported. The rv lead displayed greater than 2500 ohms impedance measurement and increased threshold measurements in bipolar pacing mode that appeared to have started increasing 11 months prior. In unipolar pacing mode, impedance measurements were 520 ohms. A lead fracture was suspected and the rv lead was programmed to unipolar mode due to lower threshold and impedance measurements. Post device testing, the patient had a syncopal episode. Rv lead capture was confirmed with strong carotid pulse. The patient regained consciousness and began vomiting. The patient was evaluated by the emergency room (ER) physician and taken to the ER. The patient's daughter reported that she takes medication that causes dizziness. Two physicians evaluated the patient and suspected the syncope was related to a neurological issue, and was not cardiac in nature. To date, no further adverse patient effects were reported.